Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps3 power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the left monitor intermittently turned black. This resulted in intermittent loss of live image. There is no report of death or serious injury.